Event description:
It was reported that a pump failed the downstream occlusion test. This issue was discovered during a routine preventative maintenance test. It was further reported that the pump alarmed for occlusion at 5 psi on the medium pressure setting (spec = (B)(4)). A universal biometer (m# dpm - iii) was used to measure the downstream pressure. The IV set used for the test was a lifeshield primary IV set (list number of 20795-48). There was reportedly 24 inches of tubing between the pump and the pressure gauge. The reported programmed delivery rate was "400". The test was repeated 3 times with the same results. There was no visible air in the IV line at the time of the test failure, and all the air was purged from the line prior to the test. No other test info was available. Finally, it was reported that there was no pt involvement in relation to this issue.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported failure of the downstream occlusion maintenance test was unable to be reproduced, and the pump was within spec, passing downstream occlusion tests per the spectrum service manual.